Manufacturer narrative:
(B)(4). Method: the complaint swivel and other components of the rt236 infant dual heated evaqua breathing circuit were returned to fph in (B)(6) for inspection. The complaint swivel, which was connected to the returned rt236 components, was visually inspected and pressure tested for leaks. The pressure test was first conducted with swivel not properly fitted (as how it was received) and subsequently with swivel properly fitted. Results: visual inspection revealed that the returned swivel elbow and swivel wye were not properly fitted together. The swivel assembly found to be tight when it was properly fitted. No other physical damage was noted. The pressure test result of the breathing circuit with swivel assembly not properly fitted together was out of specification. No fault was found with the swivel assembly that was fitted properly. The pressure test result was within specification. A lot check revealed no other complaints of this nature for lot number 130715. Conclusion: based on the inspection conducted, it is likely that the returned breathing circuit may have been subjected to a physical force sufficient enough to partially separate the swivel elbow and swivel wye. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the swivel assembly was damaged after it the subject breathing circuit was released for distribution. Our user instructions that accompany the rt236 infant dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel y-piece of an rt236 infant dual heated evaqua breathing circuit "popped off" when the circuit bag was opened. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt236 infant dual heated evaqua breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) that the swivel y-piece connector of an rt236 infant dual heated evaqua breathing circuit "popped off". This was observed before use on a patient.